Event description:
Patient reported right side "silent- leak, ruptured, silicone in lymph nodes, silicone in breast tissue." Device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture, lymphadenopathy, and silicone migration. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "silent- leak, ruptured, silicone in lymph nodes, silicone in breast tissue." Device has been explanted.